Manufacturer narrative:
The device history record (DHR) of lot number 6570720 was reviewed on 3/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 3/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 3/14/2018. Unilateral device replacement with a mentor smooth round moderate plus profile 350cc saline prosthesis was performed on (B)(6) /2018. The prosthesis was filled to 360ccs. There were no procedural complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog #3502350, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis. Post procedure, the patient suspected deflation and returned to the physician and deflation was confirmed. No issues were noted on the right side; however, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
On 6/11/2018 the account information was received and is located in section e of this report. The investigation of the returned product was completed by the failure analysis lab on 6/15/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately <0.1 cm within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).